Event description:
Approx one year after placement of an anterior cervical plate at the c3-c6 spine levels, one of the screws was noted to have pushed through the implant plate, causing the acp to slightly separate from the spine. Per the surgeon, the pt had already fused at the affected levels prior to implant component separation. Initial date of surgery: (B)(6) 2012. On (B)(6) 2013, revision surgery was performed to remove the c3-c6 helix-r acp and separated bone screw, to address pathology at the c2-c3 adjacent level, and to add c2-t2 posterior instrumentation for add'l stabilization.

Manufacturer narrative:
(B)(4). The helix-r acp and 8 removed bone screws were returned to nuvasive for eval. Deformation to the implants during removal prevents them from being measured for conformance to specs. Only one screw exhibits a separated washer was likely the screw that pushed through the implant plate in-situ. The goal of anterior column fusion at c3-c6 was achieved during the one year that the device were implanted. The surgeon is not concerned regarding the bone/implant plate separation at 1-year post-op. Revision surgery was performed (B)(6) 2013, to address unrelated pathologies and was deemed successful. The pt is reportedly doing well post-revision. Review of labeling notes: "potential risks identified with the use of this system, which may require add'l surgery, include: bending, fracture or loosening of implant component (s)..."